Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient developed low flows on the same day post implant. They were extubated approximately one-week post implant. Anticoagulants were started. They were noted to have blood tinged emesis, and medication was held. They underwent an echocardiogram which showed midline interventricular septum with severe mitral regurgitation (mr) and moderate-severe tricuspid regurgitation (tr) with hypokinetic right ventricle (rv). The speed was decreased. They had a gastrointestinal bleed (gib) and their international normalized ratio (inr) continued to trend up. The patient became hypotensive and further low flows were seen and was unresponsive. A large pericardial effusion was noted on autopsy.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multi organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The death can be attributed to the progression of the patients disease process and underlying condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that postoperatively the patient failed to thrive. It was stated that then patient had multiple arrhythmias. It was further stated that the patient had multiple interventions to assist failing organs, including dialysis. It was stated that the family withdrew support and that the ventricular assist device (vad) coordinator stated that death was not due to the device. No additional information available.